Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's left and down arrow buttons were unresponsive. The customer¿s blood glucose level was 122 mg/dl. The customer was assisted with troubleshooting. Customer stated that sometimes they were not able to unlock the insulin pump screen. Customer stated that block mode of insulin pump was inactive. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.